Manufacturer narrative:
Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to hospital for gastrointestinal (gi) bleed with complaints of weakness and fatigue for three days. The patient received a transfusion of packed red blood cells (prbcs). Symptoms improved and the patient was discharged home. Over the next three days, hematocrit slowly decreased and the patient had increasing symptoms of fatigue and shortness of breath. The patient was readmitted for continued gi bleed. The ventricular assist device (vad) remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient reported being nauseated but denied episodes of emesis. When the patient was readmitted on (B)(6) 2017, hemoglobin (hgb) was 6.8 gm/dl and hematocrit (hct) was 20%. The patient received an additional 2 units of prbcs.